Manufacturer narrative:
Approximate age of device- 6 months, 25 days. Manufacturers investigation: a direct correlation between heartmate ii lvas, and the reported event could not conclusively be established through this evaluation. The hmii lvas IFU lists stroke and neurological dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system, and provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was hospitalized because they had an ischemic stroke on (B)(6) 2017. The patient was on IV heparin anticoagulation at the time of the event. The course has been complicated by acute ams (altered mental status) and left-sided weakness on (B)(6) 2017 likely due to a cardioembolic cerebrovascular accident (cva). CT scan results were negative on (B)(6) 2017. The event resolved on (B)(6) 2017.